Manufacturer narrative:
The recharger with model 97755-s, serial: (B)(6) was received for product analyis. Analysis found the smoking smell and there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reports she's having trouble charging and seeing no device found and checking recharger. Pt has reset and states now there is all kinds of icons on the screen and its all frozen and turned white. Agent advised to reset equipment and after reset just spun stating checking recharger and never started to charge. Agent sent email to prs for address update. Agent sent request to repair for rtm. No symptoms were reported.